Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received a result of 109 mg/dl on the aviva system at an unknown time in the evening and she thought she was having low blood glucose symptoms. The patient felt off balance and lightheaded. The patient called her sister and she gave the patient something to eat. The patient's sister took her to the hospital and the blood glucose result was 663 mg/dl on the hospital meter at an unknown time. The patient was treated with an unknown IV for high blood glucose. She was hospitalized for 4 days. Return of the suspect device was requested for evaluation.